Manufacturer narrative:
The device was returned for inspection. The exam confirmed that the needle lumen anchor was fractured near the axle hole and the latchwire component was attached to the broken anchor and kinked. A review of the device history report (DHR) was performed for this lot and no non conforming material reports (ncmrs) have been initiated related to this failure mode. Additionally, ncmr history from the last 6 months (was reviewed and none have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. Based on the analysis completed, the root cause for the reported anchor fracture is unk as it cannot be definitively determined. The product analysis revealed damage that contributed to the reported event of device fracture. The arstasis rep present during the case noted that excessive force during device insertion occurred and this may have contributed to the reported event. It is possible that the anchor was bent during device insertion and fractured during device removal as it was straightened out. As a result a probable contributing factor is user error. Re-training was provided to the physician following the event.

Event description:
The physician accessed the pt's right common femoral artery using the arstasis 19g needle. He inserted the 0.032 latchwire. The needle was removed and the latchwire was connected to the axera device. After tug testing outside the body, he inserted the axera device into the pt. The physician felt resistance upon insertion. At this point, fluoro was used to view the access site, which showed that the wire had prolapsed in an 's-like' fashion. The physician retracted the device so that he could try and re-advance. Upon pulling back, the device came out, but the distal portion was not attached, and it was confirmed under fluoro that the distal end was still in the pt. The physician proceeded to use hemostats to remove the distal portion of the wire/anchor assembly from the pt and it was noted that the breaking point was at the level of the heel. The procedure was performed through a modified seldinger technique and was completed without incident. No pt complications were observed.